Manufacturer narrative:
The instrument was found to have a severely bent grip with severe misalignment of the grip-tips causing issue reported by the customer. Common causes of the failure mode severely bent instrument grips tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tip by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar tip had a lot of play in it and it did not hold steady. The procedure was completed with no reported injury.